Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 26th may, 2022 getinge became aware of an issue with one of surgical lights powerled 500/700. It was stated the bumper of the main tube fell down. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The new provided information is the initial reporter: customer clinical lead ((B)(6)). Getinge became aware of an issue with one of surgical lights - powerled 500/700. It was stated the bumper of the main tube fell down. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on getinge technician¿s statement, missing bumper was refitted on the main tube. It was established that when the event occurred, the surgical light did not meet its specification as detachment of the bumper could be treated as technical deficiency and it contributed to the event. Based on information collected it remains unknown whether the device was or was not being used for patient treatment when the event occurred. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. According to the subject matter expert at manufacturing site, the fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason, maquet sas recommends to secure the bumpers with screws as specified in the installation manual and technical manual for every single fork configuration. To prevent any similar incident maquet sas recommends to: ¿ avoid collision. ¿ check the correct positioning of the cover after maintenance or cleaning. ¿ secure the bumpers with screws. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).